Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks. The data was reviewed by engineers who confirmed reproducible noise in all vectors configurations. Alternate vector appeared to have the most optimal r-wave amplitude and exhibited less noise when compared to the other vectors. Alternate vector was also tested with vvir pacing and no observed double counting of oversensing was exhibited. An x-ray was recommended but not received and to date no intervention has been performed. The device remains implanted and in service with no further complications reported.